Manufacturer narrative:
A4-a6:unk, h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -10.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged same model, same size, different power lens due to refractive change overtime. The cause of the event is unknown. The problem was resolved.